Event description:
The director of the medical equipment unit reported that the device failed the defib test portion of the opcheck. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.